Event description:
The customer contacted baxter's technical service center regarding a supply bag falling and disconnecting while on the homechoice during dwell 1. The baxter technical service representative helped the home patient (hp) end therapy early. Product surveillance spoke to the hp's caregiver regarding the reported condition. The caregiver stated they were on vacation when this occurred. As a precaution, the hp moved the table to prevent the bag from falling again. The hp discarded the set-up and completed therapy by performing a manual exchange. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted. Based on the information received at this time, the root cause could not be determined.

Manufacturer narrative:
(B)(4). The root cause of the supply bag falling and disconnecting was undetermined. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.